Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell. The home patient (hp) cycle the power off and on, got se 2367 occurred, cycled the power again, se's did not repeat. The hp had a clamp open on an unused line. The hc was operational. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: this report is for a system error 2240 during the dwell stage, where the home patient had a clamp open on an unused line. This condition is confirmed because leaving a clamp open on an unused supply line is a use error that may cause a system error 2240 and contamination. Per the patient at-home guide, users are instructed to check all clamps are closed to unused lines before starting therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.